Event description:
Implant failed due to component not retained on mating part. (B)(6) 2024 13:36:20 cet (5020889) correction the implant malfunctioned due to component not retained on mating part. The malfunction did not cause or contribute to a death or serious injury.